Event description:
It was reported that the customer had an unspecified cartridge "alarm" issue. There was no reported adverse impact to the customer. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.